Event description:
Rv lead is a (B)(6) shows artifacts in episodes (bipolar) and decreased tip/coil impedance (171 ohms). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).